Event description:
Report received from (B)(6) indicating the device tip end wobbles widely. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "tip was wobbling widely" was not confirmed. (B)(4) tested the unit and found it to meet all specifications. It ran smoothly, and no vibration or wobbling was observed during testing. If add'l info is received, a supplemental report will be sent. (B)(4).